Manufacturer narrative:
Upon further assessment, this event does not meet the criteria for a reportable event. The event of dimples observed in the patient are attributed to procedure factors. Based on the available information, there is no evidence to suggest that the manufacturer¿s product caused or contributed to the event. Therefore, the event is considered unrelated to the suspect product and does not meet reporting criteria. No further reports will be submitted under mfg report num. (B)(4) 3003398873-2025-00295 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article revealed that after cataract surgery with internal limiting membrane forceps, fifty-eight patients experienced retinal dimples which has been identified as an internal limiting membrane peeling related macular change. This file is pertaining to one of four reports from the same article.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. 3d dimensional quantitative analysis of ilm peeling dependent changes in rd repair, tzu-han hsieh, 2024. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.